Event description:
It was reported that left hip revision surgery was performed due to pain and elevated metal ions. In (B)(6) 2008, the patient reported pain down her left leg with numbness at the back of her leg and calf. In (B)(6) 2009, an MRI reportedly showed that the source of the problem was assumed to be related to her back.

Manufacturer narrative:
UDI-di: (B)(4).